Event description:
This is the second of two reports (same patient, same incident, different products). Linked to mfg. Report number: 3006697299-2016-00123. Upon testing, the handpiece only tested at 90%. It briefly worked but the user kept getting a water cooler alert. The suction pinch valve not working as well. They did all recommended troubleshooting but nothing resolved the issue. There was no patient injury. No revision or medical intervention needed. There was however a 45 minute delay in surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of complaint history. Results: evaluation of device: during investigation it was observed that the handpiece was over-torqued due to physical damage. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. As part of the repair, handpiece housing, transducer (B)(4) and o-rings were replaced. The handpiece was calibrated and functionally tested within manufacturer¿s specification prior been returned to customer. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed in complaint system using the following key words ¿ultrasonic output issue¿ and a root cause ¿over-torqued by the user¿ in the search criteria. This review encompassed from dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(6) complaints were reviewed of which 131 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 11th identified cusa excel handpiece c2602 complaint for the reported failure with the root cause identified as over-torqued by the user. CAPA has been instigated by tullamore engineering to investigate and correct failures encountered with customer complaints associated with over-torqueing. The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'.